Event description:
It was reported that through remote transmission, non-sustained t-wave oversensing was observed. Programming changes were made. The patient was stable and will continue to be monitored remotely.

Manufacturer narrative:
(B)(4).